Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with faint micro striae seen in both eyes (ou (ocular uterque)) below the visual axis. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported no changes in vision and/or discomfort on (B)(6) 2018. Patient had discomfort on (B)(6) 2018 but was alleviated once patient woke up from a nap. Patient reported symptoms are not interfering with daily activities. Surgeon used weck "cell" to smooth out striae ou with "proparicaine" applied ou. No concerns reported from patient. Vision is great. Bcva from (B)(6) 2017: right eye pre-op: 20/20, -8.50 x .00 x 90, left eye pre-op: 20/20, -8.75 x .00 x 90. Bcva from (B)(6) 2018: right eye pre-op: 20/20, -1.25 x -.50 x 155, left eye pre-op: 20/20, -.75 x -.50 x 3.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.